Manufacturer narrative:
H.6. Investigation: the complaint alleges the bd max instrument (catalog number 441916 and serial number (B)(6)) had a "false positive" result. Customer reported that they received a high rate of false n1 positive on bd-sars-cov-2 assay. Customer reported that they test on a different instrument, changed operator, cleaned the rack and cabinet, but still have a high rate of n1 positive. Field service was dispatched. Field service cleaned both reader. Field service verified proper operation of the instrument. Review of device history record for instrument serial number, (B)(6) is not required because this complaint does not allege an early life failure or a failure at install. Device was installed on 22jan2021, and since then other service activities have occurred, such as preventative maintenance and repair, which have changed the configuration of the instrument since release from manufacturing. Service history review was performed for the instrument (B)(6) and no additional work order was observed for the complaint failure mode reported. No samples were returned for investigation, therefore returned sample analysis is not performed. Root cause cannot be determined with the information provided. The complaint is unconfirmed by field service during dispatch. Review of risk management files confirms there are no new, modified, or additional risks associated with this failure mode. Bd quality will continue to monitor trends associated with this failure mode.

Event description:
It was reported that while testing with bd max¿ system, bd max¿ instrument false positives in n1 obtained. There was no report of patient impact. Assays used: sars-cov-2. The following information was provided by the initial reporter, translated from japanese to english: there have been many false positives in n1 since the end of last week, probably due to contamination. I tried changing it from unit 1 and unit 2, changing the operator, and cleaning the racks and cabinets, but the number of false positives is high. Please take immediate action.

Event description:
It was reported that while testing with bd max¿ system, bd max¿ instrument false positives in n1 obtained. There was no report of patient impact. Assays used: sars-cov-2. The following information was provided by the initial reporter, translated from (B)(6) to english: there have been many false positives in n1 since the end of last week, probably due to contamination. I tried changing it from unit 1 and unit 2, changing the operator, and cleaning the racks and cabinets, but the number of false positives is high. Please take immediate action.

Manufacturer narrative:
Medical device expiration date: na. There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: PMA / 510(k)#: (B)(4). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.